Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the unit looks as though it shuts off a few seconds after power on (led digits turn off following boot sequence). It was verified that the unit was set to "sleep" mode. This behavior is per design in sleep mode. Per the operator's manual, " this mode will blank out the instrument display with the exception of the battery level indicator and the alarm silenced indicator and disable the alarms even after a power cycle. However, any single key press will bring the display back for 10 seconds." It was also found that the ac inlet module ground pin was broken away from the system board at the solder point. This defect should not impact device capability to power on or off or obtain readings.

Event description:
Customer reported "lights turn on, receives power but the reading turns off after about 3 seconds of being turned on." No known impact or consequence to patient.